Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from manufacturer representative regarding a patient with an trial device (ens) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy it was reported the evaluation lead was stretch out too far that the loaded stylet would not go back in. No symptoms reported and no further complication noted or anticipated.